Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a battery cell, designator bt1 from the analog pcb assembly, that was depleted to 0.22 volts. This battery also was not able to hold a charge any longer. This caused the device to not remain powered on for more than a few seconds of time. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device did not complete the boot-up when powered on. After approximately 5 seconds the device shut itself down. A new charge-pak was installed but the device still shut itself down. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.